Event description:
After completion of preventative maintenance (pm), the customer reported that their dxc 600 pro clinical analyzer generated low sodium (na) patient results when compared to an outside laboratory. The customer also reported getting low sodium (na), calcium (ca), and chloride (cl) quality control (qc) results. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the probable cause as a worn sample probe which was producing slanted stream. The fse replaced the sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).